Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump display was blank. Customer blood glucose at the time of incident was 182 mg/dl. Troubleshooting was performed. Customer did not mentioned the cause of the blank display. Customer stated the side and back of the pump is damaged. The customer will buy new battery and try to troubleshoot the pump. The insulin pump will be returned for analysis.